Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device fired prematurely and only half of the staples deployed. It was unknown which firing this was or how far the device cut. The staples that did deploy formed correctly. There was no buttressing material used, but it was unknown which type of reload was used. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p58z2m. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.